Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging unusual issue - "engineering mode. The serial numbers are not recognized". It is unclear what the reporter meant by this. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.